Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell two of five in peritoneal dialysis. The home patient was connected at the time of the alarm. During troubleshooting it was found that one of the bags had become disconnected. The technical service representative had the caregiver close all the clamps and cycle the power on the homechoice to clear the alarm. The device advanced to press go to start. At load the set, it was safe to disconnect the home patient and the supplies. The technical service representative advised caregiver to dispose of current supplies attached and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that a supply bag had become disconnected without falling, which is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.